Manufacturer narrative:
Concomitant medical products: product ID 3889-28, product type lead. Other relevant device(s) are: date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient(pt) said their ins has not been working for some time and it's been off for years but before that they noticed the leads were out of place. The patient mentioned unrelated medical history. This included pt needs an MRI of their neck.